Event description:
It was reported that following a paddle lead implant procedure, the patient was experiencing lower extremity weakness and was unable to move the lower extremities. The physician instructed the patient to be taken to the hospital.